Event description:
It was reported by the customer that the device was used in a bowel procedure. It was reported the device would not fire. Another cdh29 was opened to complete the case. There was no consequence to the pt.